Event description:
Boston scientific received information that this pacemaker detected high out-of-range impedance and high threshold measurements on the right ventricular (rv) lead. The patient had an underlying rhythm of 40 bpm and was asymptomatic. It was also reported that the device was previously programmed to single chamber after a suspected right atrial (ra) lead fracture. As of today the device and lead system remain implanted.

Event description:
The physician has elected to monitor the patient.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).as no further information concerning this report is expected, our investigation is complete.